Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during an open sigmoidectomy, it was found that the staples were not deployed for about one centimeter from the proximal end after the first firing on the intestine. However, other staples were deployed and formed properly. The cartridge was blue. Additional suture was performed to complete the case. There were no adverse consequences to the patient.